Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had been having really bad kidney infections since she got the device. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the circumstances that led to the kidney infection and the steps taken to resolve the issue. If additional information is received, a follow up report will be sent.